Event description:
While pt undergoing laparoscopic cholecystectomy, the gallbladder was placed in an endo-catch bag and removed via the umbilical port site. The 1st bag ripped upon attempt at extraction and a 2nd bag had to be placed. Spilled stones were removed with alligator grasper. The operative filed was irrigated with normal saline. Pt observed overnight and discharged.